Manufacturer narrative:
A device history record (DHR) of the lot number was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample or picture were received for evaluation. Probable root cause: handling during transportation (possible excessive force on the box that could cause a kink). A physical sample is required for further analysis. There are no corrective actions at this time due to lack of sample or evidence of any malfunction by the manufacturing process. Historic data shows no similar reports from the manufacturing floor for cracks on the tube as reported. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a thoracentesis catheter .the customer reports the suction tube comes with a slight fracture and during the procedure becomes kinked.